Event description:
It was reported that a minicap was received with the sponge completely outside of the cap and iodine on the inner surface of the packaging. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the minicap was not returned, a device analysis could not be completed. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.